Event description:
It was reported that the right atrial (ra) lead dislodged and was entrapped to the tricuspid valve during tricuspid valve surgery. The lead was inactivated and later capped and replaced. No patient complications have been reported as a result of this event.